Event description:
Customer initially called to report low battery life. Customer then mentioned that the pump no longer gives audible tones. Ran a self test and the audible tones did not sound.

Manufacturer narrative:
The insulin pump had no audio tones due to broken negative transducer wire. Unit alarmed bolus stopped during e21 error test due to faulty battery tube. No unexpected low battery alarms noted. Pump passed the seat, rewind, and occlusion tests.